Event description:
The customer reported to olympus, a routine microbiological culture was performed on the evis exera iii colonovideoscope. The suction channel tested positive for greater than one hundred and one (101) colony forming units (cfus) of enterobacter and pseudomonas aeruginosa. The air/water channel tested positive for forty-one (41) cfus of microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The scope was precleaned with enzymex l9 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around the elevator were manually cleaned with enzymex l9 detergent, scope clean by albyn medical brushes (reference # an 258000) and asept inmed brushes (reference # 201790). The scope was manually disinfected with anioxyde 1000. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontally in a dsc-8000 with drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of a microorganism was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufactures review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices where the following deviation was confirmed: flushing was not performed for a/w channel/auxiliary channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the distal end cap cover insulation did not meet the threshold the light guide rod lens were chipped, the charged coupled device cover lens was discolored, the bending section rubber glue was worn out, the connection tube was wrinkled 10mm from the glue, the key top 1 was incised/ cut, the universal cord had buckles, the angulation of the up/down knob was less than the specified value and the biopsy channel was exchanged as preventative maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device was insufficiently reprocessed. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.